Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module auxiliary video (pmav). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer received non recoverable fault 307 during docking and a non-recoverable fault during initial power on. The technical support engineer (tse) was told that it was resolved after a power cycle. The tse suggested the customer to hard power cycle. The error 307 repeats again and informed the customer of a system down. A field service engineer was required. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
The pmav was installed onto a golden system where the component functioned as expected. The golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The probable root cause in this case is attributed to the personality module audio / video (pmav) and this issue was resolved by replacing the personality module audio / video (pmav).

Event description:
Refer to h11 for follow-up information.